Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 58-60 (mg/dl). The cause of the low blood glucose levels were unknown but the customer did not believe the low bg levels were related to the pump or pump supplies. Food was consumed to address low bg level. Reportedly, the customer discussed low bg levels with a healthcare provider.